Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had fever on (B)(6) 2019. The next day they went to the hospital on (B)(6) 2019 for a blood glucose exceeding 700 mg/dl. On (B)(6) 2019, the customer did not feel well, and on (B)(6) 2019 they were to the hospital again and their blood glucose was approximately 500 mg/dl. A no delivery alarm had also occurred. It was discovered that there were 4 o-rings in the reservoir as opposed to the usual two o-rings. Troubleshooting did not occur. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed a visual inspection using (B)(4) appendix f; and found only an empty barrel; missing stopper-plunger, plunger, set of o-rings. Unable to verify occluded anomaly due to reservoir¿s conditions. (B)(4).